Event description:
It was reported that during an upper endoscopy with dilatation procedure, balloon deflation difficulties occurred. The target stricture was in the esophagus. A cre wg 15-18 mm/240 cm/5.5 f/g balloon catheter had been advanced to treat the target stricture. During the procedure, the balloon catheter would not fully deflate and the physician was unable to pull the balloon out of the scope. The physician removed the scope and cut the balloon. The procedure was able to be completed with another cre wg 15-18 mm/240 cm/5.5 f/g balloon catheter. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.